Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19feb2019. The philips product support advised the customer that the external o2 cell needs to be replaced. The customer performed extended self test (est) and the unit passed. No parts were returned to philips for failure investigation, therefore, a root cause could not be established.

Event description:
The customer reported that the ventilator alarmed with high o2 alarm. The customer reported that the unit was in use on patient, but there was no patient harm reported. The event date was not specified; estimate used.